Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a no delivery alarm and high blood glucose level of 436 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s symptoms were not noted, and the customer was treated with a manual injection from the healthcare provider. Customer stated she was experiencing high blood glucose levels right as the alarm went off, and was hospitalized shortly after. Case was solved by changing the infusion set and reservoir. Customer was taught how to review her bolus history and clear future alarms. Nothing was returned or shipped.